Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not download. It was indicated that a section of the overlay had a section where the stylus would skip. It was also indicated that programmer's modem card was not working. It was also indicated that the power cord door had a broken tab and an incorrect label. The programmer was to be scrapped.

Event description:
It was reported that the programmer would not download. The programmer was returned for service. There was no patient involvement.